Manufacturer narrative:
Image analysis: two images were provided for evaluation. In the images you can see what appears to be the coils exposed and burnt biologics on the coils. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a venous insufficiency procedure, a closurefast catheter was used to treat the patients great saphenous vein. Local anesthesia and tumescent infiltration were utilized. No compression was used. The lumen was flushed prior to use. A guidewire was used for insertion of the catheter. Proper temperature was reached. It was reported that there was difficulty removing the catheter from the patient. After removal, blood was observed stuck to the catheter that appeared to be burnt onto the surface. When the physician tried to clean it off, he mentioned that it had a charcoal-like texture. The bare coil was also noted to be exposed. As a precaution, the catheter was replaced and the procedure was completed using a new catheter. The vein was reported to have closed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.